Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the fiber cabling needed to be rerouted. To resolve the issue, the technician rerouted the fiber cabling. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.

Event description:
The user facility reported that prior to a patient procedure the monitor to their hexavue custom room rack was "down." No report of injury.